Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty breathing/short of breath, lung issue.there is no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing/short of breath, lung issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The reported event and its severity were reviewed by the manufacturer's clinical expert. Based on available information, the device may have caused or contributed to the reported event. However, device name/sn and further clarifying clinical details such as device use and maintenance, details and timeline of events, relevant past medical history, and medical intervention information are unknown at this time, and attempts to obtain additional information have been unsuccessful. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.